Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels due to medication for bronchitis. A healthcare provider instructed the customer to set up a temporary basal rate to address the bg level. The customer stated that the high bg was not related to the pump or supplies.